Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities for the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: note the product use by date specified on the package. It should also be noted that in the graftmaster rx, coronary stent graft system, domestic, IFU specifies the rbp is 16 atmospheres and clearly states not to exceed the rbp. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported device expiration issue appears to be related to the use error.

Event description:
It was reported that the procedure was to treat a perforation in the left main artery. A 4.5x19mm graftmaster rx was advanced toward the perforation, the system was inflated to 17 atmospheres, the stent was implanted and successfully sealed the perforation. Reportedly the graftmaster was implanted after the device had expired ((B)(6) 2016). There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.